Event description:
Complaint was due to device b7048. Tube restraint was not securing intubated tube. Follow up in 3/95 phonecall that using unit was not applying device properly. Per instructions written on bag. Director of ems unit reported that problem was solved through proper application instruction.